Event description:
It was initially reported that the patient experienced an infection "on pump location for the second time". The patient's family did not want to continue the pump therapy. The pump was explanted and patient outcome was reported as "the patient still has spasticity". It was later reported that the first infection was not directly related to the patient's pump. Per the physician "they only enlarged the pump pocket and moved around." Drug delivered via the pump was baclofen.

Manufacturer narrative:
Product event summary: it was reported that the patient has infection at the pump location for the second time. Because the family does not want to take the therapy for their children, the physician decided to remove the pump. Analysis: checked sterilization records with no anomalies found. Conclusion: infection most likely not caused by the pump.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed sutureless connector (sc) coring/cuts/tears in seal.